Event description:
Connection between port and band was broken. Follow up findings: analysis of returned port showed no leakage. Evidence of the use a coring needle was observed, and is the probable cause of the reported leakage.